Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was up to 400 mg/dl. The customer was treated with changing the sensor and some insulin. The customer's stated that the changed the infusion set. Cannula not bent. The customer also stated that insulin pump was not getting any alarm like insulin flow block alarm. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.